Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission: 12/02/2016. Device evaluation: the device has been returned and evaluated by product analysis on 11/08/2016 with the following findings: the battery compartment is cracked from threads down to the case seal on the side; returned battery cap is able to fit. Moisture corrosion is observed in the battery canister. Leak test failed due a battery compartment leak. The pump is unable to power up and it¿s completely unresponsive due moisture corrosion, the reported ¿power¿ complaint is duplicated. The pump¿s cover was removed; no further moisture ingress or any intermittent condition was found to the pcb. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.